Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the history record review confirmed the labeling, material, and process controls were within specification.

Event description:
The peritoneal dialysis (pd) pt reported finding a fluid leak following her treatment. During a follow-up with the pt for a separate reported event, the pt stated that when she woke up after her treatment the morning of the follow-up call, she observed fluid underneath and on the side of her cycler. The set was not made available for eval. During follow up the pt's pd nurse reported that the pt did not have any signs of infection and her effluent has remained clear. She was prescribed prophylactic antibiotics. No adverse event reported at this time.